Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report stating a maxn pulse oximeter began to smoke while on a patient. There was patient harm due to the incident.